Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported a patient/customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date the customer noticed irritation at the insertion site so she self-presented to the healthcare provider who prescribed cortisone ointment. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated in the mount. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A healthcare provider reported a patient/customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date the customer noticed irritation at the insertion site so she self-presented to the healthcare provider who prescribed cortisone ointment. No additional treatment was reported. There was no report of death or permanent injury associated with this event.